Event description:
Customer reported a false negative reaction with one sample, later identified with anti-kell, to 0.8% surgiscreen lot# vss730. The patient was initially tested against 0.8% surgiscreen lot# vss730 and cell#2 reacted 1+. Cell #2 is not kell positive. The customer then tested the sample against the 0.8% resolve panel a and observed a 1+ reaction to cell#4 of the listed panel (cells 2, 3 and 7 are kell positive). Additional testing using an immucor panel and peg enhancement by tube method with 15min incubation allowed anti-kell to be identified. Daily qc testing was performed and acceptable. Visual appearance before use was satisfactory with no signs of hemolysis or haze. No patient history of transfusion was provided.

Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).